Event description:
As reported by medical affairs, a radiologist called from the operating room, requesting medical information regarding an optease vena cava filter which had been placed on or around (B)(6) 2013 by a different service provider, and reported adverse events. Approximately six weeks later, while attempting to remove the optease filter with an extended jugular approach, he discovered the optease filter was upside down, and had migrated across the ostia of the renal vein. No further information was provided, as radiologist ended the call.

Manufacturer narrative:
As reported by medical affairs, a radiologist called from the operating room requesting medical information regarding an optease vena cava filter which had been placed on or around (B)(6) 2013 by a different service provider, and reported adverse events. Approximately six weeks later, while attempting to remove the optease filter with an extended jugular approach, he discovered the optease filter was upside down, and had migrated across the ostia of the renal vein. No further information was provided, as radiologist ended the call. Therefore it is not possible to investigate any procedural details regarding the initial implantation of the filter. It is also unknown if the calling physician was successful at retrieving the optease filter. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease filter), as far as possible into the sheath introducer hemostasis valve. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.